Manufacturer narrative:
The customer reported that the central nurse's station (cns) was sporadically losing patient information. The customer also reported that they were losing patient name, history, and real-time waveforms. This cns was monitoring transmitters. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) was sporadically losing patient information.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was sporadically losing patient information. They were losing the patient's name, history, and real-time waveforms. This cns was monitoring transmitters. No patient harm or injury was reported. Investigation summary: on a follow-up with the customer, they indicated that the patient name and history were lost, however the vitals were still flowing. They indicated they could still see the numerics and waveforms from the gz transmitter on the cns. The same issue was reported by the customer in the same day on ticket (B)(4) for cns-6201 sn: (B)(6). A review of the history of both serial numbers identified no further recurrences of the issue. Based on the available information, a definitive root cause could not be identified. As the issue occurred with two cnss and two gzs, the issue may be due to the customer's network and server related issues. Since numerics and waveforms could still be seen on the cns and only review data/ history is missing, it is possible that the data of the gzs were not selected to be stored on the cns during admission (locally filing).

Event description:
The customer reported that the central nurse's station (cns) was sporadically losing patient information.